Event description:
It was reported that malfunction code malf 23 occurred, and no notable events were recorded prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, ensuring the customer had a backup insulin pump to use in the meantime. The customer was informed about the need to transfer their settings and connect their cgm to the replacement pump. The replacement pump, complete with updated software, was sent to the customer, and instructions were given on how to return the defective pump.